Manufacturer narrative:
A device evaluation confirmed the customer allegation. Water tightness was not maintained due to holes in the bending section cover. The bending section cover was cut. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. The insertion tube was discolored due to handling (insufficient cleaning). Wrinkles in the insertion tube due to external factors are observed. The curved rubber adhesive is missing. Due to handling, the adhesive part of the lighting lens had come off. The switch (sw4) button did not click. The image was cloudy. Forceps flare was noted. Discoloration of the operation part was recognized. The scope connector contacts were discolored due to handling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the bending section cover of the videoscope was torn and exhibited water leakage. The issue was discovered during inspection before endoscopy. There was no particular disadvantage to the patient since the examination was not performed with the scope and the patient was aware of it before the patient was anesthetized. The device was returned and an inspection revealed presence of foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was a delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The endoscope was not immersed in the detergent solution. The tip was wiped/brushed with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be established. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.